Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for failure to hold fluid column which has the potential to cause or contribute to patient injury. It was reported that during preparation of the steerable guide catheter (sgc), as the tip of the guide catheter was held under water to test the hemostatic valve, a loss of fluid column was noted. The device was tested a second time and the same occurred. The sgc was not used and a second sgc was prepared. Two mitraclips were implanted, reducing the mitral regurgitation from grade 3 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The guide held fluid column three times without any issues; thus, the reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.